Manufacturer narrative:
(B)(4). Investigation summary the device was returned with no apparent damage. Next, the device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were also no alert screens displayed at any time during testing. Then the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was a cracked internal component; the y-link. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a high anterior resection, the generator asked to reset, then instructed to ¿replace instrument¿. They opened a new device and continued with the case which went smoothly. They discarded the packaging, so there is no lot number information available. The patient consequence was unknown.